Manufacturer narrative:
On 16-mar-2025, the product investigation was completed as the complaint device was not returned. It was reported that a patient underwent an atrial fibrillation ablation with a pentaray nav high-density mapping eco catheter and the patient experienced pericardial effusion and st elevation that required medication. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a pentaray nav high-density mapping eco catheter and the patient experienced pericardial effusion and st elevation that required medication. During a farapulse case utilizing mapping with the carto 3 system, the patient had a pericardial effusion. After mapping with the pentaray and removing it from the body, the patient's blood pressure dropped and st elevation was noted on the 12 lead ECG (electrocardiogram). The soundstar ice (intracardiac echocardiography) catheter was used to check the heart, and a pericardial effusion was noted. Nitroglycerin was administered to treat st elevation. Procedure was halted while monitoring the patient's pressure and size of effusion. The patient was monitored for approximately 10-15 minutes, and a transthoracic echo was performed during this time. The effusion looked stable and the patient's pressure stabilized. The st elevation returned to baseline. The case was continued and completed. Patient was stable. The patient did not require extended hospitalization. Physician believed adverse advent was due to the procedure and patient condition. Regarding the st elevation: the physician thought there may have been air introduced into the faradrive sheath. Regarding the effusion, the caller stated that it could have been related to the transseptal access attempts. The physician had to stick twice during transseptal access, with the versacross. The procedural act (activated clotting time) was unknown at time of occurrence but >350. No ablation was performed prior to noting the pericardial effusion, the event occurred after mapping phase.